Manufacturer narrative:
Qn#(B)(4).

Event description:
Reference MDR #1219856-2015-00038 for the first intra-aortic balloon (iab) that was inserted into the same patient via right femoral artery. It was reported via a call from the perfusionist to the clinical support specialist (css) on (B)(6) 2015 at 4:05pm est that a ruptured intra-aortic balloon (iab) occurred on (B)(6) 2015. The patient had an iab-06830-u, 7.5 fr inserted through the sheath via femoral artery while in the cardiac cath lab and immediately after insertion there was an alarm and blood was noted in the helium driveline tubing. As a result, the iab was removed, another iab was placed in the opposite side and iab performed without any issue. The perfusionist has the ruptured iab to be returned. It was unknown if pump strips were generated. There was no x-ray available for review. There was no report of patient death or complications. No medical or surgical intervention was required. There was an unknown time of delay or interruption in therapy noted. The patient outcome is there was no injury to the patient and the second iab has been removed. Additional information received on 18feb2015 stated that this complaint was the second iab that was inserted via left femoral artery (opposite insertion site). The staff person said they did use an 8 fr pinnacle sheath (they wanted the sideport) and had no resistance. The intra-aortic balloon pump (iabp) pumped for several minutes and the iab was stitched. The md had already left the room when the first alarms occurred. The staff person could not recall the exact alarm, but said it did say "kinked catheter." They saw frank blood in the driveline tubing, stopped the pumped and another md came into the room. This md removed the second iab and sheath together as one unit successfully. As a result, a third iab was inserted via the same insertion site as the second one (left femoral artery). Iabp therapy was given as planned without issue with the third iab. The iab was removed after iabp therapy was completed. An update received from the css stated there was no difficulty during the insertion. The patient did not have tortuous vessel. Blood did not get into the pump. There was an approximate 10 minute delay or interruption in therapy with no harm to the patient noted.